Event description:
It was reported that the patient's vns showed high impedance. Generator was programmed off and patient was referred for full revision. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The patient underwent full revision surgery. The explant facility is known to discard all explants. No additional relevant information has been received to date.